Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump while monitoring for any recurrence.